Event description:
Robotic instruments were checked before the scheduled robotic laparoscopic myomectomy. During the case, the scrub nurse noticed frayed cables on monitor. The instruments were replaced. X-rays were taken and confirmed there were no retained foreign objects. (B)(4).